Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon reported no insertion resistance during the implantation. However, intraoperative in situ measurements showed high impedance on 3 channels, which was confirmed by retesting in saline. Thus a back-up implant was implanted.